Event description:
It was reported that during a device upgrade, insulation damage near the connection is1 was observed on right ventricular lead. All electrical measurements were in normal range. The lead was capped and replaced. Patient condition is good.